Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Cause was due to delivering a bolus that was too large by miscalculating the amount of carbohydrates consumed. Additional carbohydrates were consumed to address bg.